Manufacturer narrative:
This report is filed march 4, 2014.

Event description:
Per the clinic, the patient developed an infection at the implant site and was prescribed prednisone 40mg/day and bactrim ds twice/daily (date and durations not reported) without resolution. The patient was then prescribed clindamycin 300 mg 4x/day (date and duration not reported) without resolution. Subsequently the device was explanted on (B)(6) 2013. The device has not been made available for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.